Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, due to skin overgrowth at the implant site. During the procedure, tissue at the implant site was debrided and granulomous tissue was excised. The abutment was subsequently removed and the site was cauterised.

Event description:
It was reported the patient underwent revision surgery on (B)(6) 2020 in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.

Manufacturer narrative:
This report is submitted on 19 february 2020.